Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal resection procedure, after the anastomosis, upon removing a small gaps on the staple line opened. They had to over sew to resolve the issue in order to complete the case.